Manufacturer narrative:
Additional information about hospitalization and auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was stated that the customer was not using 670g, no auto mode required not active and hospitalization was not diabetes related, it was heart related.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 440 mg/dl. Customer stated that customer got out of the hospital and needs help in changing set. Insulin pump will be returned for analysis.